Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to ask about adaptivestim information.  The general description provided by the caller was that they have had cases in which they program the patient for adaptive stim and then when the clinician programmer session is ended the ins does not make the proper amplitude adjustments for the patient position. Caller stated that the same type of issue has happened with different patient's/inss over the years. The caller was not able to provide any specific information about those instances.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.